Manufacturer narrative:
As reported the galaflex 3dr mesh did not dissolve and the mesh was excised. Medical affairs has assessed the ae as being related to the device and serious. Review of the device history records confirms the device was manufactured to specification. Based on the information provided root cause as to why the mesh allegedly did not dissolve over time cannot be determined. As reported at the time of explant the mesh had been implanted for approximately 15-months. Per the instructions-for-use, supplied with the device, ¿bio-resorption of the scaffold material will be essentially complete within 18-24 months. The outer rim may be palpable throughout the expected period of healing.¿ note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were used. No concomitant procedures were done. On (B)(6) 2020, an ae of: galaform did not dissolve; left lateral breast, was reported. Galaform was excised on 6/18/20. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the reported ae is related to the device and serious.